Manufacturer narrative:
A revision was then performed to further evaluate the lead and ICD. The defibrillation lead was inspected and no evidence of damage was noted. Several attempts were made to create noise and out of range measurements on the lead but were unsuccessful. An inspection of the ICD found all setscrews were fully engaged and no evidence of a connection issue. Because this ICD was implanted subpectoral, attempts were made to manipulate the header. No changes in the lead measurements or noise was noted during this testing. Traction was also applied to the defibrillation lead and it was determined that the lead was still fixated to the heart tissue. Because it could not be determined if it was the lead or the ICD that was malfunctioning, the procedure was stopped and the patient will remain in the hospital so that a replacement procedure could be performed to explant both products. Once explanted, they will be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Additional information was received that a revision was performed and the system was successfully replaced. The leads were capped and remains in the patient and the explanted ICD is not expected to be returned to boston scientific for analysis. No further adverse patient effects were reported in association with the surgical procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead and implantable cardioverter defibrillator (ICD) presented with pacing impedance measurements above 2000 ohms. A save to disk was performed and sent to boston scientific technical services for evaluation. A ts representative reviewed the data and confirmed that since (B)(6), the pacing impedance measurements have been variable and were at times above 2000 ohms. The ts representative provided troubleshooting guidance to determine the possible cause for the out of range measurements. No adverse patient effects were reported.